Event description:
It was reported by the customer that her sensor glucose level at the time is 55 and her blood glucose level is 120mg/dl. Customer could not understand why there was a vast difference between the two readings. No additonal information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.